Manufacturer narrative:
Per -2001 combined report. It was confirmed that x-rays, patient medical history, patient activity level, operative notes and the explanted devices could not be provided for this event and thus there was only very limited information available for the investigation. The appropriate device details were provided and the relevant device manufacturing records for the taperfit stem were identified and reviewed. All parts associated with these records were manufactured, packaged and sterilised to the correct specifications. Unfortunately, the device manufacturing records for the modular head could not be identified or reviewed. The sterilisation method and sterile barrier system used to package corin devices has a long history of safe and effective use for a wide range of orthopaedic devices and has been validated in accordance with the relevant standards. Infection is a known complication with any hip surgery. Based on the information provided, no further investigation can be conducted and thus corin now consider this case closed. However, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Revision of a modular head and taperfit stem after approximately 1 month due to infection.